Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have streptococcus pneumoniae. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have streptococcus pneumoniae. The patient was reportedly hospitalized in response to the event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that black contaminant on the sd card flip door, unknown dust contamination in blower box at air inlet, on rear panel, o-ring, bottom enclosure, outlet, blower box. A keratin like substances was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.